Manufacturer narrative:
Per tandem's user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the pump supplies for longer than intended. Customer was informed that this is off label per the user guide. Customer performed a supply change to address occlusion. Customer¿s blood glucose level was not impacted.